Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007 , the patient presented with pre-op diagnosis of discogenic back pain , lumbar instability and disc herniation. The patient underwent lumbar reexploration , bilateral l3-4 , l4-5 , l5-s1 foraminotomies , bilateral l4-5 discectomy , pedicle screw fusion l4 l5 s1 and plif interbody fusion l4-5. Per op-notes, "... The paddle was removed on the left side and a similar type peak cage filled with bmp and dbx was hammered into position on the left side. Between the two cages , rhbmp/2 and banked bone were placed. At this point the transverse process of l4,l5 and s1 were decorticated and banked autologous and rhbmp/2 was placed over the transverse process bilaterally. The curved rod was fastened..." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.